Manufacturer narrative:
Evaluation release: release knob.

Event description:
It was reported by service report that the siderail is not locking. No patient involvement or adverse consequences are reported.